Event description:
In 2007, a female underwent initial aaa repair. One flex main body, two iliac leg grafts, and two main body extensions were placed. Over time, a type ib endoleak developed. The physician then went in in 2008 and placed another iliac leg graft proximal to the hypogastric and resolved the endoleak. Endoleak resolved.

Manufacturer narrative:
Event is still under investigation.